Event description:
The hcp reported that the patient was experiencing loss of sensation and motor control following implant. The pump was implanted as "previous pump had not been working for some time". The catheter was determined to be patient with good flow of cerebrospinal fluid, therefore the catheter was not replaced. Following pump replacement, the hcp did not program the pump for post-op prime. The infusion rate is unclear - one report indicates liroesal 300 mcg.day, another report indicates 200 mcg/day. Based on the programmed rate, it was expected that the patient would receive the drug by 2005. Two days later, the patient did not show any signs of tone improvement presenting with flaccidity and motor and sensory deficits; therefore, the pump was programmed to minimum rate and an MRI was performed. The MRI was performed at 1.5 tesla; imaging of the CT spine, t spine and ls spine was performed with and without contrast. Approximately 55 minutes after the MRI, the pump was interrogated and revealed that the MRI induced motor stall had not recovered. The pump was reprogrammed to 200 mcg/day to determine if the stall would recover. The pump was read and updated " a few times" and the motor stall continued to appear. The motor stall subsequently recovered approximately 4 hours after the initial stall. No further alarms or stalls were noted. Neurological evaluations have been performed and have revealed inconsistent and inconclusive results. The hcp has removed the drug from the pump and catheter, administering a small bolus to allow the pump to clear the drug from the inner pump tubing. The hcp estimates that the old drug should have cleared the catheter by 6 days later as of a day later. No changes were noted in the patient's symptoms.